Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) due to a fall. It was discovered that this lead experienced a lead safety switch (lss) due to high out of range pacing impedance. The pacing impedance had been increasing gradually over time. The lead remains in use. No additional adverse patient effects were reported.